Event description:
A 3.5 mm diameter x 18 mm length endeavor drug-eluting coronary stent was inserted into a pt for the treatment of an unk lesion. Initial implant and lesion morphology info was not reported. Approx 42 months post initial stent implant, the pt presented to the ER with an acute onset of a headache and an inability to understand what the pt was reading. The pt was admitted for observation for 48 hours and was discharged in stable condition. The investigator assessed the event was not related to the device, drug or index procedure.

Manufacturer narrative:
(B) (4). Eval: results: (stroke).